Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) stated it was a one-time event, so no system service was needed. The issue was excessive force was needed to install the stapler on the robot. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a customer reported they were having non-intuitive motion on arm2 and had a stapler installed. The issue most likely will come back. The surgery was almost finished so they did not want to try further. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer to confirm that there was a problem inserting the stapler on the arm. Error 23118 was present at the insertion rail this indicates excessive force when inserting the stapler since this incident the error has not returned to the arm. The stapler was not precise and 'slipped'. The non-intuitive movement occurred while the surgeon's head was inside the high-resolution stereo viewer on the surgeon's console. It also occurred while the surgeon was attempting to manipulate instruments from the surgeon's console. There was a rather rough movement, much less precise than usual. There was no interference from instrument to instrument or arm to arm, and there were no external collisions. The problem was intermittent. When the problem occurred, the action being taken and/or planned was to use the other arms to position the tissue correctly in the stapler. No patterns were identified with the intermittent issue. The problem persisted throughout the entire surgery. The faulty stapler was not kept.